Manufacturer narrative:
Suspect device: coaguchek xs test strip.

Event description:
Caller states the following correlations were obtained when comparing the coaguchek xs/lab: 3.4 inr/2.3 inr, 4.7 inr/3.0 inr. No info provided on treatment given. No adverse event reported. Requested return of suspect test system and replacement was sent. No info provided on where comparison performed. Coaguchek xs test system: test strip lot 20149639, exp 12/07, cat 04625358017.